Event description:
The sales representative reported on behalf of the customer that the 00505800100, surgairtome two handpiece was heating up. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Manufacturer narrative:
An evaluation of the returned device found that the motor was corroded and had low speed/torque. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined; however, based upon evaluation of the device; a possible cause of this event is the immersion of the device during cleaning. The preventive maintenance was completed as part of this repair order. The service history was reviewed and found similar failure mode to this complaint. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: to continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur or bit may cause damage to the bur or bit and may cause burns or thermal necrosis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 00505800100, surgairtome two handpiece was heating up. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.